Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur afterward. The customer was instructed to continue using the pump and to call back if any further issues arise, which the caller acknowledged and understood.